Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. During assessment, it was observed that the device was not functioning at all. The device was disassembled, and the electric motor and the electronic control unit (ecu) of the handpiece were measured separately to identify where the failure persisted. After the measurements, it was concluded that the malfunction was with the motor. It was determined that the motor was worn out and therefore, the device was not functioning during surgery. It was further determined that the device failed pretest for functional test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is premature wear (faulty parts). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI: (B)(4). Serial number: the serial number was unknown in the initial report. The serial number has been updated as (B)(4). The manufacturer location was unknown in the initial report. The location has been updated to oberdorf. The contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 3/18/2016. The UDI has been updated accordingly. Correction: the date device returned to manufacturer was documented as november 17th, 2019 in the initial report. This has been corrected to december 2, 2019. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
UDI: serial number unknown; (B)(4). The serial number was unknown; therefore, the device manufacture date is unknown. The manufacturing location is unknown. Concomitant med products and therapy dates: battery device, blade device. (B)(6) 2019. The reporter¿s complete address was not provided. The actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during a total knee arthroplasty surgery, it was observed that the battery oscillator device ceased to function. It was further reported that the device was able to be used until the distal femoral osteotomy/ femoral distal bone cutting, and then it ceased to function. It was reported that the battery device was replaced; however, the device did not function. According to the reporter, the device started working again after the top and bottom of the blade device was reversed; however, the device stopping functioning after a while. There was thirty-minute delay to the surgical procedure as a spare device was used to complete the surgery successfully. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.